Event description:
Blue luer lock end piece separated from tubing of stryker pneumo sure high flow insufflator during procedure. Unable to reconnect and get seal. Replaced with "like" device without problems. Reason for use: robotic assist dx pelviscopy right salpingo oophorectomy.